Event description:
Upon receipt of the device, the user reported the roller pump did not function as expected. The user indicated there was a burning smell, possibly from a short circuit. The device was returned for investigation. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.